Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-400, lot daha, description: triathlon x3 cs tibial bearing insert; cat 5517-f-401, lot sxjrc, description: triathlon cruciate retaining femoral; cat 5551-g-320, lot a735, description: triathlon x3 asymmetric patella; cat 6192-1-001, lot dlr034, description: simplex p speedset bone cement. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient had left knee arthroplasty on (B)(6) 2011. It is alleged that on (B)(6) 2012 she presented for a consultation with "pain worse than it was before the surgery and her walk was limited with a history of infections." It is further alleged that x-rays were taken and the "poly spacer appears very thin and looks like there is metal against metal."

Manufacturer narrative:
An event regarding infection involving an x3 triathlon cs ins size 4 9mm was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient had left knee arthroplasty on (B)(6) 2011. It is alleged that on (B)(6) 2012 she presented for a consultation with "pain worse than it was before the surgery and her walk was limited with a history of infections." It is further alleged that x-rays were taken and the "poly spacer appears very thin and looks like there is metal against metal."